Manufacturer narrative:
On 5/14/2018, mentor received information that the patient ethnicity is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate profile 400cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed on both the left and right breast prostheses through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses on (B)(6) 2018. This report is for the right breast prosthesis. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. The DHR was reviewed on 6/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Mentor received additional information on 4/6/2018: date of event: (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses. Deflation was diagnosed on both the left and right breast prostheses. This report is for the right breast prosthesis. Explanted mentor smooth round moderate profile saline prostheses final fill volume: (B)(4). (B)(6). Concomitant products: left mentor smooth round moderate profile 400cc saline prosthesis, catalog: 3501630, serial number: (B)(4), lot: 5776971. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.